Event description:
While the customer was using a part of an intraoral sensor system, schick ae usb interface, they allege a previous patient¿s x-ray image was transferred instead of the current patient. No injury was reported from the alleged event.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation: customer note: on (B)(6) 2026 00:37:52, cpic_simo (cpic_simo), dr. (B)(6) complained that he will take a new x-ray but the software displays an x-ray that had been captured on another patient earlier that day. This issue occurs with two remote's and with all sensors. Dr. (B)(6) connected this remote in another op that had been working well, and the issue continued in the new op with this same remote. We would like to get this replaced under warranty asap as he has been repeatedly radiating patients despite not always acquiring a useable image.